Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had abnormal image at service / maintenance. There were no reports of patient involvement.

Event description:
The initial report was clarified as the customer had a blurred, indistinct or noisy image.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,g1,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube was crystallized. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was not able to be established for the crystallization. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.